Manufacturer narrative:
Initial and final MDR 2011424 - MDR 3003442380-2024-28468 - device 1 of 5.

Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that patient faced five infusion set tubing was bend on (B)(6) 2024. The infusion set was in use for 2-3 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.